Manufacturer narrative:
H6 health effect - suggested clinical code 4581: slow/no flow. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that slow flow or no reflow phenomenon is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Following a treatment of a mid 80% stenosed, moderately calcified lesion and a distal 90% stenosed, moderately calcified lesion in the right coronary artery (rca) using a diamondback 360 coronary orbital atherectomy device (oad), slow flow was observed. The physician was able to restore the distal flow. The physician found the oad to perform as intended. In the physician's opinion, the slow flow as caused by the overall advanced disease state and small distal vasculature of the rca. Multiple coronary injections of vasodilators were administered, along with balloon angioplasty and a stent placement were used to improve the flow at the end of the procedure. The patient was in stable condition.